Event description:
The account alleged that the emergency trendelenburg will not operate. No pt impact.

Manufacturer narrative:
The account replaced the emergency trendelenburg valve to resolve this issue.